Manufacturer narrative:
The cobas 6800 system serial number is (B)(6). The investigation reviewed the initial result dataset provided by the customer. The initial result had an interpretation of "target not detected (tnd)"; however, the amplification chart showed an irregularity in its curve. The investigation determined that this was due to a low value that did not meet the minimum of the assay, causing a false tnd result. E1 initial reporter establishment name: (B)(6).

Event description:
The initial reporter received a questionable cobas hiv-1 result from one patient sample tested on the cobas 6800 system. The initial result was target not detected (tnd). The first repeat result was >titer max (>1.00e+07 cp/ml). The second repeat result was >titer max (>1.00e+07 cp/ml). The initial result was not reported outside of the laboratory, as it was deemed a false negative and did not fit with the clinical information, prompting the rerun of the patient sample.